Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensor and found 1 of 2 sensors broken in half broken part still attached to tubing see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Second sensor found separate from needle.

Event description:
The customer reported via phone call that the hub stuck in serter. Customer's blood glucose at time of incident was 166 mg/dl. Customer reported sensor is inside serter. The customer was advised to press and hold serter button while shaking to release hub assembly/sensor. Customer reported serter didn't release the needle hub/sensor. The customer was advised to return the serter with the needle hub assembly/sensor still inside. The customer was advised that we would replace the sensor out and serter.